Manufacturer narrative:
An abbott field service engineer was dispatched to the account and multiple parts were replaced. Parts replaced included bellows [part 2-89055-02], probe tubing [part 01g48-04], peristaltic head tubing [part 7-35009685-02], poppet valves [part 09d36-02], reagent probe [part 01g47-04], cuvette dry tip [part 09d51-02], and syringe [part 9d41-03]. The specific cause of the discrepant results was not identified, however replacement of the parts resolved the issue. The analyzer was returned to normal operation. Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, a labeling review, instrument log review, and an instrument service review. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Log review did not identify any issues that contributed to the customer issue. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. MDR number 1628664-2018-01982 has been submitted for this issue that also involves the clinical chemistry total bilirubin reagents. An evaluation is in process.

Event description:
The customer observed falsely depressed results for a pediatric patient while using clinical chemistry total bilirubin reagents with the architect c8000 analyzer. The following data was provided. The customer uses normal range less than or equal to 1.9 ng/ml. Sid (B)(6) initial 0.7 ng/dl, repeat 6.8, 6.8 ng/dl. No impact to patient management was reported.